Event description:
The event is reported as: the nebulizer does not completely empty all the water out of the bottle. The nebulizer bottle has to be changed too frequently. Used during treatment. No pt injury reported.

Manufacturer narrative:
Sample has not been returned to manufacturer at time of this report. Investigation incomplete. A follow-up investigation report will be sent when completed.